Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message, was confirmed during the archive data review and in-depth functional testing. The probable root cause of the intermittent tcmid:05 error was likely due to a failing cooling engine (ce) heater as a result of the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in june 2014 and is over 10 years old. The event log review indicated a tcmid:05 error message, thus, confirming the reported complaint. In addition, the event log review indicated a tcmid:07 (coolant temp high) error message related to the customer's reported complaint, as a result of the failing cooling engine (ce) heater. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. However, during further functional testing, the cooling engine (ce) heater was observed leaking current, which caused the console to display the tcmid:05 and tcmid:07 error messages intermittently. The cooling engine (ce) heater was replaced to remedy the issue. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with sn (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message during the power-on. Another thermogard console was used to treat the patient. The patient's status information was requested but the customer did not provide a response.